Event description:
On (B)(6) 2016 bio-rad rep notified (B)(6) that add'l units could have the same malfunction (defective power supply) and instructed (B)(6) equipment management staff to return unit serial number (B)(4) to bio-rad for repair.